Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as recent chronic dislocator. Implants appeared to be in good position. Abducters appeared to be attached. Surgeon elected to do a pinnacle dual mobility into an existing 50mm pinnacle cup along with using a22mm +7 metal head on an existing corail stem. Thus, a "head liner exchange." Doi: 2003, dor: (B)(6) 2021, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray has been provided for review. A dislocation event is not depicted. Nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.